Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, although the handle was squeezed, it was extremely hard. The first firing could not be performed as usual. The second firing was very hard and abnormality was felt. When the surgeon squeezed the handle slowly, somehow it could be fired. The surgical time was extended by less than 30 minutes. There was no patient injury.